Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the information below so that the event can be clarified: what is the product code printed in the outer box? No information. What is the product code printed in the individual envelope? Pdp777d. What is the actual product that is inside the envelope? D7725. Can you please provide a photo of the product? No information. What is the lot number of the product involved? No information. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on (B)(6) 2018 and suture was used. During the procedure, it was found the needle sutures had not been of the product code as expected in the tray when opening the package. The product code printed on the individual envelope did not match the product that was inside the envelope. There were no adverse consequences to the patient. No additional information is available.